Manufacturer narrative:
Submit date: 11/29/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample was returned for analysis and investigation. It consisted of one used palindrome rt catheter. The sample revealed signs of use and was received cut below the hub. Functional test (underwater test) was performed in order to confirm any defect in the extension or connector. The catheter did not show any problem. A visual inspection of the adapters was performed and no defects were identified. Based on visual and functional inspection a defective condition in the extension or adapters was not identified. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Based on the event description the catheter was repaired, this implies that the catheter was in use and it functioned as intended for an undetermined amount of time and the defect was not identified prior to use. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time. The most probable root cause could be adapter over tightening. No trends or triggers were identified and no harm to the patient was reported on this complaint; therefore further corrective or preventive action are no required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 9/1/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports when connecting to the connector (luer adapters) both branches of the connector broke off. There was no medical intervention necessary. On (B)(6) a repair was done to solve the problem.